Event description:
A physician has had seven occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, 1999. The pt subsequently developed what the surgeon describes as severe intraocular infection 4-5 days post op; no secondary surgery was necessary. Pt's visual acuity at last visit was 20/20. The surgeon does not believe these reactions are lens related.